Event description:
It was reported that there was an issue with the cassette sensor. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage, confirmed customer complaint of ¿it was reported that the cassette sensor was defective¿ by preforming downstream occlusion test. Unit alarmed cassette not attached properly every time cassette was attached. Replaced downstream occlusion sensor (dso) and seal. Calibrated dso. Preformed downstream occlusion test again unit passed with pounds per square inch (psi) being 23.91. Updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria. Service history review identified that the unit was repaired on 29-jul-2025 for speakers not making sound. Unrelated to current complaint.